Event description:
The customer reported difficulty inserting an unspecified accessory through the biopsy channel of the subject device during a procedure. The procedure was completed using a similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material clogged the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address establishment name: (B)(6). During inspection and testing, foreign material clogged the nozzle due to insufficient cleaning. In addition, the distal end cap was dented, the adhesive on the bending section cover was separated, the bending tube was shortened, the connecting tube was scratched, the universal cord was scratched, angulation was out of specification, and there was play in the angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the product used with scope (valves, silicone tubes etc.) Became broken, then fragments entered channel and were caught in the nozzle. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the endoscopic system¿. ¿inspection of the air-feeding function¿. ¿inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.